Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to d10, g2 and h6. D10, g2, h6: information added to these fields that was inadvertently not included on the initial medwatch. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729) quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes for the drop off of maj-2315 are likely to be the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not review the manufacturing history (DHR) of the subject device because the subject device has not been returned to olympus and the lot number of the subject device could not be confirmed. Omsc tested and confirmed that if the device of the same model was attached as instructed, it did not come off the endoscope unless it was damaged. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the dropping off of the subject device was attributed to inadequate fixation due to improper attachment or the device damage.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device fell off into the patient during the withdrawal of the endoscope after the completion of an endoscopic retrograde cholangiopancreatography (ercp) procedure. The physician inserted another endoscope into the patient to find the subject device, however the physician could not find the subject device. The physician stated that the subject device did not fall off into the lungs of the patient, since the patient was intubated and general anesthetized. The physician did not retrieve the subject device from the patient, but they estimated that the subject device would be excreted naturally. There was no report of patient injury associated with this event.